Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Family reported that while the child was playing they reported hearing a loud "crack" and following that the patient could not hear with the device. There is no report that the patient hit his head or of any recent significant illnesses.

Manufacturer narrative:
(B)(4) gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a fina report.

Event description:
The family stated that while the child was playing they reported hearing a loud "crack" and following that the recipient could not hear with the device. There is no report that the recipient hit his head or of any recent significant illnesses. The patient was re-implanted.